Event description:
Caller alleged false positive troponin (tni) results. Results as follows: pt was admitted to the ER for "falling" on (B)(6) 2012. Physician questioned triage results as they did not match the clinical picture. No final diagnosis was provided. Plasma samples available from the first and third draws. The following cut off's were used: triage: 0.05, vista: 0.04.

Manufacturer narrative:
Discrepant high tni was observed with returned pt samples. Hama testing did not show any hama interference. Returned samples were negative for tni on access. Device lot k50515 was previously tested in-house in a previous case. All results of whole blood testing resulted in tni <0.10ng/ml, with the exception of one replicate. One result >0.10ng/ml meets qc release specification. As of (B)(4) 2012, there have been a total of 10 complaints against device lot k50515. CAPA (B)(4) was opened to address elevated tni at low end concentrations.